Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient experienced issues with crimped cannulas in four infusion sets since november. The most recent incident occurred on (B)(6) 2024 and other 3 events took place on (B)(6) 2024. Event took place within 3 hours of insertion. Site of insertion were abdomen and on arm. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.